Manufacturer narrative:
(B)(4). UDI # unknown. The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced nine different incidences, which were associated with separate units, involving seven different patients. This is the ninth of nine reports. Refer to 2026095-2016-00056 for the first patient. Refer to 2026095-2016-00057 for the second patient. Refer to 2026095-2016-00058 for the third patient. Refer to 2026095-2016-00059 for the fourth patient (first event). Refer to 2026095-2016-00060 for the fourth patient (second event). Refer to 2026095-2016-00061 for the fourth patient (third event). Refer to 2026095-2016-00062 for the fifth patient. Refer to 2026095-2016-00063 for the sixth patient. Fill volume: 245 ml, flow rate: 5 ml. A report was received stating there was fast flow issue with the pump. The treatment time was expected to be 46-hours. The pump was started on (B)(6) 2016 at 14:18. The end time was (B)(6) 2016 at 12:18. The delivery time was 27.42- hours. There was no reported patient injury.

Manufacturer narrative:
The device history record for the lot number, 0202319200, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The pump was received empty. A baxa repeater pump was used to refill the pump with 270ml of 0.9% saline. The pinch clamp was opened and infusion was verified at the distal luer. Flow accuracy testing was performed on the pump. After 40.5 hours of testing the pump yielded a flow rate of 4.78ml/hr which is within specification with a +/- 15% tolerance. Pressure pot testing was performed on the glass orifice. The tubing was disconnected from the bladder and connected to a pressure transducer using the average bladder pressure 10.16 psi. After 2-hours of testing the glass orifice yielded a flow rate of 4.90ml/hr which is within specification with a +/- 15% tolerance. The investigation summary concluded that a fast flow event was not observed. During the flow accuracy test, the pump met specifications. During pressure pot testing, all flow rates met specifications using the average bladder pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).